Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014, due to high blood glucose levels and diabetic ketoacidosis. The events that lead up to the hospitalization was lack of insulin and an infection in the customer's leg. Customer reported symptoms of nausea, thirst, headache, and sleepiness. Customer was treated with and intravenous insulin drip. No additional information was provided.